Event description:
The index procedure was performed in 2006. The pt was given 100mg/day of aspirin and 75mg/day of clopidogrel 24 hours prior to procedure, heparin was given at the beginning of the procedure; total dose used during procedure was 5000iu. The access methods were percutaneous and puncture site contralateral and no pre-dilation was done. One smart stent (7x120mm) was implanted in the right mid-superior femoral artery. In the procedure, post dilation was done with a pheron balloon (5x80mm). The vessel anatomy at the lesion site was straight, type of lesion restenotic and the lesion was calcified and eccentric. The lesion location is 10cm above the superior edge of the patella, and the total lesion length was 90mm and totally occluded. No thrombus was present at site before procedure. The reference vessel diameter was 5.0mm with a percentage stenosis after stent placement and post dilation was 30%. There were no dissections reported during procedure. A physician general comment on procedure was remaining 50% proximal to treated distal ca 30-40%. The medications at discharge were aspirin and clopidogrel. Four days after the procedure, restenosis was found in the implanted stent.

Manufacturer narrative:
The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.